Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Forty two devices were received for evaluation; 40 events were confirmed during testing. Twenty three devices were found to be affected by worn internal components. Twelve devices were found to have damaged components. Five devices were found to be affected by corrosion. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. Six devices were not available to stryker for evaluation. Two devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 50 </noe> malfunction events in which the device overheated. Twenty one events had patient involvement with no patient impact. Twenty six reported events had no patient involvement or patient impact. Three reported events had no information available from the facility regarding patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by worn internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 50 </noe> malfunction events in which the device overheated. Twenty one events had patient involvement with no patient impact. Twenty six reported events had no patient involvement or patient impact. Three reported events had no information available from the facility regarding patient involvement or patient impact.